Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was chipped on the lower left front corner and the bottom case was cracked. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure. Performed preventative maintenance and all functional testing.

Event description:
Additional information received: there was no patient involvement.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No patient involvement reported.